Event description:
It was reported that during the surgery, the surgeon was not comfortable with the pps coating thickness. The stem was removed and manually broached and then the surgeon reinserted the stem. Minimal perched was achieved. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h6. Visual examination of the provided pictures identified the stem within the patient's joint and has not yet been fully seated. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two spot digital fluoroscopic radiographs of the hip are submitted. Due to technical factors, bone detail at the femoral stem bone interface is not well-demonstrated, limiting assessment of radiolucency at the femoral stem metal-bone interfaces. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.